Event description:
Customer's mother reported her son's insulin pump was broken. She stated that none of his keys were working on his keypad. Her son's blood glucose was 70 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with no escape button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, a cracked reservoir tube lip and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).